Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer confirmed that there were no further issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the patient side cart (psc) arm#3 was glitching earlier but was working better at the moment. Live logs were viewed and found error 100 on arm3 suj z-axis with no further messages pointing to arm3. The procedure was completed with no reported injury.